Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, pressure was applied to the delivery catheter system and the wire was released. However, the final release of the valve was performed without rapid pacing and the valve dislodged into the ascending aorta. According to the physician, the cause for the dislodgment was due to the lack of rapid pacing. Following dislodgement, the valve was moving inside the ascending aorta. The patient was converted to emergent open heart surgery. The valve was explanted and a surgical valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Eval code method, eval code result, eval code conclusion conclusion: no product was returned for analysis. A device history review was not required as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Procedural images were submitted to medtronic for review. The excerpt of the image subject matter expert review report follows: two video files were shared for review of the event described. The first video confirmed a dislodged valve in the ascending aorta. The second video is of the valve being released. At the beginning of the video one tab released smoothly but the second tab appeared to be stuck in the paddle housing. There appeared to be forward pressure given to the dcs in attempt to release the second paddle. When the second paddle released the valve dislodged into the ascending aorta. Depth of the valve prior to release is not visualized and could have contributed to valve dislodging if the implant was above a depth of 3 mm. No patient summary or valve load were submitted for review. Rapid pacing does lead to a more stable delivery but is not required for release of the medtronic self-expanding platform. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. According to the physician, the cause for the dislodgment was due to the lack of rapid pacing. In addition, it was also reported that pressure was applied to the delivery catheter system and the wire was released. Dislodge events are typically not related to a device malfunction. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.